Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "does not deliver insulin correctly" after the insulin gauge reached 20 units of insulin remaining. In addition, it was reported the pump battery depletes faster than expected. There was no reported impact to the customer's blood glucose level. The contact declined troubleshooting with tandem technical support and declined to provide additional information.